Manufacturer narrative:
Investigation summary: pdi/hemolysis: the cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned. Pdi/ organ failure: the cause of the injury was not determined due to insufficient clinical details.

Event description:
Impella cp was inserted via the right femoral artery in a 72 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions shock stage d. During support the patient developed hemolysis that was reported by physician on the second day of impella support, that was attributed to the impella. The patient also had noted underlying coagulation disorder and heparin was paused. The liver failure was progressing while on support and the decision was made to attempt to transfer to a center for impella 5.5. The patient continues to be on impella cp support. To date, information was not shared regarding the resolution of hemolysis or any interventions to resolve the issue. Hemolysis is a known expected use side effect, however, liver failure is not. Patient was unable to be transferred to another facility for an impella 5.5 implant. Subsequently care was withdrawn after 3 days and the patient expired.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.